Event description:
Bilateral mammogram indicated rupture, right-side and patient claims of breast implant illness symptoms: anxiety, depression, fatigue, brain fog, headaches, memory loss, vision loss, joint and muscle pain, hair loss, dry eyes, body rashes, thyroid levels low, weight gain, insomnia, and gi issues. There isn't an official medical diagnosis for breast implant illness.

Manufacturer narrative:
Sientra complaint case (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.